Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120 to 130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 04/24/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 229mg/dl (B)(6) 2017 08:42 pm fasting: no; 345mg/dl (B)(6) 2017 06:20 pm fasting: no; 263mg/dl (B)(6) 2017 09:48 am fasting: yes; 316mg/dl (B)(6) 2017 02:29 pm fasting: no; 270mg/dl (B)(6) 2017 06:43 pm fasting: no. Customer is calling is regards to high readings on meter. Customer does not have control solutions so unable to run control solutions test with customer.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120 to 130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 04/24/2019 and open vial date is 06/16/2017. The meter memory was reviewed for previous test result history: 229mg/dl 06/27/2017 08:42 pm fasting: no; 345mg/dl 06/27/2017 06:20 pm fasting: no; 263mg/dl 06/27/2017 09:48 am fasting: yes; 316mg/dl 06/27/2017 02:29 pm fasting: no; 270mg/dl 06/27/2017 06:43 pm fasting: no. Customer is calling is regards to high readings on meter. Customer does not have control solutions so unable to run control solutions test with customer.